Manufacturer narrative:
Additional information regarding this event will now be covered in manufacturer's report (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported battery slow to recharge after the subject left the stimulator on till the battery died. There were no further complications that have been reported as a result of this event.